Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1012964 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. The manufacturing records and quality control release testing was reviewed for kit 190-000/ lot 1012964 and kit part number 190-430 / lot 1012964. This lot met the required specifications. Investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported conflicting results with the ID now covid-19 assay. The customer reported positive results on direct tested swabs with the ID now covid-19 assay performed (B)(6) 2020 at 1430. The kitted nasal swab was used to collect specimens from both nostrils. Repeat testing with the ID now covid-19 assay performed at 1445 generated negative results. The patient did not want to be retested. No additional/confirmation testing was performed. The customer confirmed there was no death or serious injury based on the ID now covid-19 assay test results. There was no impact or delay to patient treatment. The patient was not symptomatic at the time of testing. No additional patient information, including treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Unexplained conflicting results shall be reported as it is unknown which result is correct.

Manufacturer narrative:
A review of the complaints reported as false negative and false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1012964 showed that the complaint rate is (B)(4) for both. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.